Event description:
Upon utilized of laparoscopic tissue sealer g2 enseal at 0940, sealer/ divider malfunction and was unable to complete cycle to divide patient tissue of colon. Reference number # nslg2s35a, lot # v95w7f, expiration 8/31/26. Item was taken out of use - no harm to patient and device was replaced for the surgery.